Event description:
Procedure: thoraco/pneumothorax. Pt sex: unk. Reportedly, when the stapler was fired a cracking sound was heard (this sound may be an audible indicator that the device is being applied over improper tissue). The surgeon then stopped firing the instrument and removed it by pulling back the black return knob. The surgeon replaced the staple cartridge (sulu) and tried to fire, but jaws would not open, then the second sulu was not used on the pt at all. The surgeon fired again with the third sulu, but cracking sound occurred again and the firing was stopped and the surgeon also removed this device from tissue properly. Then, the surgeon extended the thoracic incision, and completed the procedure with a gia instrument. There was no bleeding or damage to the tissue reported.